Event description:
A 58 year old male with medical history of bicuspid valve aortic stenosis and insufficiency, and rheumatic fever underwent an aortic valve replacement using a 23mm aortic homograft on 9/10/97. Pt developed severe aortic insufficiency and congestive heart failure and on 5/27/98 had valve explanted revealing dehisced aortic valve.